Manufacturer narrative:
On october 22, 2018, it was reported that there was an issue with a size 26f nasopharyngeal airway. While the patient was having a seizure the naso airway entered the nasal passage and had to be removed in the operating room. The product involved in the incident was not available. Sizing information and patient information were not available; therefore, it made it difficult to determine a true root cause. During the course of the investigation the design specifications were checked against the product to confirm that the product met the regulatory standards. The standard for choosing the correct airway for a patient across the industry is by measuring the device on the patient; the device should reach from the patient's nostril to the earlobe or angle of the jaw. We were not able to ascertain if sizing was preformed accurately for the nostril as sizing information for the patient was not provided.

Event description:
On october 22, 2018, it was reported that there was an issue with a size 26f nasopharyngeal airway. While the patient was having a seizure the naso airway entered the nasal passage and had to be removed in the operating room.